Manufacturer narrative:
Additional information: b5, b6, b7 and h11. B5: upon follow up, it was reported that pd therapy was stopped, catheter removed and shifted to hd. Same hd is ongoing. The patient recovered from cloudy pd effluent but not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain, suspected to be peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. Pd therapy is ongoing. At the time of this report, the patient was recovering from the events, and remained hospitalized. No additional information is available.